Event description:
Litigation papers allege the patient has sustained and will continue to sustain physical injuries, pain and suffering, emotional distress, lost enjoyment of life, and other damages. ***update: 11/22/2011 - the sales rep has reported the revision surgery. Patient was revised due to pain. **update** 01/27/2012 - medical records were received. The revision operative report indicates that there was some corrosive changes to the trunnion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.